Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels up to 400 (mg/dl) with high ketones. The customer alleged the pump was not delivering insulin properly. Boluses via the pump were delivered to address bg level. The customer stated high bg levels cause damage to the blood vessels and the heart. Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy.